Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The root cause of the injury was not determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that during impella cp support, the patient¿s urine was pink tinged now. Sites are hemostatic. The team was trying to assess what the next steps are, but there is no clear exit strategy. The patient was weaned down to p4 yesterday and is only on dobutamine now. There are no concerns or issues and they plan to explant the pump. The site was within normal limits and ejection fraction was up to 35%. Platelets were down to 24. Heparin-induced thrombocytopenia panel was pending.